Event description:
Reporter indicated that pt has been experiencing vocal cord problems. Further follow-up revealed that pt has been diagnosed with vocal cord paralysis by an ent. Neurologist indicated that the pt is scheduled to undergo vocal cord implant surgery to correct the vocal cord paralysis.